Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during and post implant, this lead exhibited higher than expected pace impedance measurements. Technical services (ts) was called with a recommendation to perform detailed lead/system evaluation to determine the lead/system integrity. The testing should includes pocket manipulation, arm movement, posture, and isometrics: electrograms should be evaluated during manipulations. Ts then commented that impedance is only one factor used to evaluation system integrity and anomaly could be due to lead tissue interface and may self resolve. With all other measurements normal and if no other indication of a system integrity, the lead can remain implanted with continued monitoring. The field representative later reported that the measurements have continued to decrease and are now within normal ranges. No adverse effects reported and no intervention required.